Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer had a no delivery alarm on their insulin pump. The customer also stated their blood glucose would reach 300 mg/dl as if their body was not receiving any insulin. Customer stated they did not observe bent cannulas, occlusions, or leaks when connected to their infusion set. It was also found the customer had a no delivery alarm during a high pressure test. Customer declined to replace their infusion set. No additional information provided.